Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when inserting the 0.018" guide wire through the 21g needle it became stuck. No medical intervention was deemed necessary and no foreign body introduction occurred.

Manufacturer narrative:
The suspect medical device was returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined. A DHR review was performed and yielded no exception documents that would cause or contribute to the reported failure. A search of the complaint database was performed and only one similar complaint was identified. Awareness training was completed with the relevant personnel as a precaution.